Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. On (B)(6) 2017, the patient started to experience itchiness and a rash. Additionally, it was indicated that the patient's mom rotates sensor use to 4 spots on the patient's body, located at the stomach and the upper buttocks. This is done to allow the affected area to heal which can take almost a month to completely heal. The patient's mom was looking for solutions because the rash/itchiness occurs about 2-3 days from when the sensor is inserted but the patient would still continue use of the sensor. On (B)(6) 2017, the patient's mom followed up with the physician regarding the skin reaction; however, they were unable to give her recommendations for treatment and advised her to follow up with pediatrics at a later time. Additional information from the patient was received on 04/26/2017. It was indicated that the patient has been wearing the dexcom system since approximately (B)(6) 2016. It was reported that the irritations began shortly after they started the usage with sensor application; however, no specific dates of the onset of symptoms were known. The skin reaction was described as itchy and redness that generally become intolerable on day 3 after application and sensors have to be removed due to the irritation. After sensor removal, the skin sites stay crusty and take up to a month to heal. The affected area has been treated with over-the-counter neosporin as needed. The patient stopped wearing the dexcom system for a period of time to give her skin a break and is now wearing it again. At the time of contact, the patient was in stable condition. No additional patient or event information was provided.